Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used for common bile duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the push catheter was pulled all the way down, the stent did not deploy, subsequently causing the guide catheter to break into two parts. The procedure was completed using another device of the same device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the guidewire was in the delivery system during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed. The physician did not follow the steps cited in the IFU. Additional information received on october 14, 2024. It was reported that the broken piece was removed from the patient using snares and forceps.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block b5 has been updated with the additional information received on october 14, 2024. Block h6: imdrf device code a 0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a 0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used for common bile duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the push catheter was pulled all the way down, the stent did not deploy, subsequently causing the guide catheter to break into two parts. The procedure was completed using another device of the same device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the guidewire was in the delivery system during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed. He physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter. Block h11: an advanix- naviflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the guide catheter detached. A destructive test was performed, and the pull wire was also found to be broken. The push catheter, guide catheter and pull wire were also kinked. No other problems were noted to the stent and delivery system. The reported event of guide catheter break can be confirmed. The additional observed damage of pull wire detached was likely due to factors encountered during the procedure. It may be that the force applied, limited the performance of the device and contributed to the reported events and observed problems. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was in the delivery system during the attempted deployment. The IFU states "if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed." Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to the physician not following the IFU during the procedure. Therefore, the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used for common bile duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the push catheter was pulled all the way down, the stent did not deploy, subsequently causing the guide catheter to break into two parts. The procedure was completed using another device of the same device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the guidewire was in the delivery system during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed. The physician did not follow the steps cited in the IFU. ***additional information received on october 14, 2024***. It was reported that the broken piece was removed from the patient using snares and forceps.